Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching the low 300 mg/dl range. Customer's health care professional recommended a new personal profile be added to the pump for when the customer is on their menstrual cycle. Tandem technical support guided the customer through adjusting the pump settings. Customer delivered a bolus and injections to address elevated bg levels.